Event description:
Info a combination of attorney reported info and info contained in provided medical records: in 2006- the pt underwent surgery with implant of three mesh patches: one perfix plug and two ventralex: lot number 43aqd504 & 0010301 lot number, 43bqd509. On approx four months later, the perfix plug was surgically removed. During the same day surgery, one of the ventralex mesh was found to be adherent to the bowel with injury to her right inguinal nerve. On that day - two additional patches were placed in the pt: one ventralex, lot number 43eqd856, and one composix mesh lot number 43cod192. On the same day - the patient was hospitalized and had two infections at the right groin area. The patient remained hospitalized until six days later. The patient reported that the pain had improved since the injection until her (following month) doctor's visit. On two days later - the pt is presented to her physician with reports of pain, numbness and burning sensation in front of her thigh, below the groin area, all the way down to her knee. On the next day - the patient was diagnosed with ilioinguinal nerve entrapment syndrome on the right. The patient underwent an ilioinguinal nerve block on the right.

Manufacturer narrative:
Info related to the perfix plug implanted in 2006, was reported on MDR 1213643-2008-00462. Info related to the ventralex mesh, lot number 43aqd504, implanted on that day, was reported on MDR 1213643-2008-00463. See MDR 1213643-2008-00558 for info related the ventralex mesh, lot number 43bqd509, implanted on the same day. See MDR 1213643-2008-00560 for info related the ventralex mesh, lot number 43cod192, implanted on four months later.